Event description:
New information received notes that the lead was explanted during device change out due to eri.

Event description:
It was reported that the externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Patient to be monitored.